Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013. The explanting facility discards explants following surgery, so the products will not be returned to the manufacturer for analysis.

Event description:
It was reported on (B)(6) 2013 that the vns patient was in a motor vehicle accident about a month prior. The air bag hit the patient in the left chest during the accident. The patient reported that her chest area was swollen for a little while but the swelling went down, and she was not having any problems. However, the patient had a follow-up appointment at the treating neurologist¿s office on (B)(6) 2013, and diagnostics were done which showed high lead impedance. The nurse practitioner was advised to turn off the output and magnet current and to get chest and neck, pa and lateral x-rays. X-rays were planned. However, they have not been reviewed to date by the manufacturer. The last time diagnostics were checked was about 8 months prior, and they were reportedly within normal limits. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
The physician's office did not provide additional information after good faith attempts were performed. Surgery has been scheduled, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of device manufacturing records confirmed all quality tests were passed for the lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.